Manufacturer narrative:
No frozen screen anomaly was noted. The pump was received with a button error alarm and had an unresponsive esc button due to corroded keypad traces. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify any sensor alarm due to the unresponsive button. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and there is a constant audible tone from the pump. The customer indicated that the problems persist before and after a battery change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump display screen is frozen on the sensor end screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.